Event description:
The customer reported that a leak occurred at the connection of the syringe administration set to the extension set. The only patient information available is that the event occurred on a child. No patient harm or medical intervention was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.